Manufacturer narrative:
(B)(4).

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with saprophytic bacteria flora (>100 cfu/ml) and absence of pathogenic germs and pyocyanic during pre-disinfection water sample test. There is no report of patient injury correlated to bacteria contamination.